Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the motor error alarm occurred during basal delivery. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. The motor tested ok, and no motor error alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.